Manufacturer narrative:
Device was returned for additional evaluation and investigation. A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. Additional physical investigation was performed on the device, confirming the alleged issue. Analysis of the pump's functionality was performed. The pump reservoir function was checked by filling the reservoir with 20 ml of sterile water for injection (swi) and allowing the reservoir's pressure to return the fluid into the syringe. The reservoir was refilled and the cap was flushed with 5 ml of swi. A demand bolus of 0.3 mg with a 1.00 mg/ml concentration over 16 minutes was programmed. At ambient temperature, fluid droplets were observed at the tip of the stem indicating proper priming of the pump. A second demand bolus, programmed with the same parameters, at 37 °c did not produce any fluid droplets at the tip of the stem. The pump was programmed with a 1.994 mg daily dose multi-rate flow test over a 24-hour time period at 37°c. The dispensed volume was 0.0 ml (0.0%) of the expected volume. The catheter access port and suture ring were removed and the pump was decontaminated a second time. Two sections of catheter were also returned. Both sections were found to be patent with air and sterile water for injection (swi). Further analysis of the valves will be captured in CAPA 00065. Internal complaint number: (B)(4).

Event description:
Clinical specialist contacted technical support via email to report a pump and catheter that were explanted due to a volume discrepancy. At a refill appointment, an underinfusion discrepancy was observed where the expected volume was 4.7 ml and the aspirated volume was 18ml. A few days after, a side port study was performed in which the physician was unable to aspirate from the catheter. During replacement surgery, a medtronic representative reported the catheter was not flowing, so the physician proceeded with replacing both the pump and catheter.